Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 all cubies were not detected on bus. The field service engineer replaced the module controller, updated the station with printed circuit board firmware and replaced the failed half height drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the cubie was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.